Manufacturer narrative:
The investigations did not identify a product problem. The cause of the event could not be determined. There were no corrective/follow-up actions determined. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. An erroneous high result was generated by the cobas c 111 with ise. The events involved a total of 1 patient tested for ggt-2 gamma-glutamyltransferase ver.2. The patient's age was requested but was not provided. The patient's weight was requested but was not provided. The patient's gender was requested but was not provided. The patient's race was requested but was not provided. The patient's ethnicity was requested but was not provided.